Manufacturer narrative:
(B)(4). The check patient line alarm cannot be confirmed with the cause being undetermined. This is based on the fact that there was no identifiable use error in the event description, an event log review was not performed, and there was no batch review or sample evaluation done. The lot number was not provided; therefore a batch review cannot be conducted. Label review was performed and the review found the labeling adequate for the related use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a check patient line alarm. The technical service representative (tsr) had the hp check the patient line and the hp stated that there was air in the line. The tsr assisted the hp end therapy to restart the setup with all new supplies. (B)(4) contacted the nurse (rn) on (B)(6) 2011. The rn stated she did not hear from the hp concerning the check patient line alarm. The rn stated she did not know of any problems and she would contact the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.